Manufacturer narrative:
The event occurred in (B)(6). The qc was acceptable the device was requested to be returned for investigation.

Event description:
The initial reporter complained of questionable results for 1 patient tested for roche cardiac poc troponin t on two cobas h 232 meters. The cobas h 232 meter is not approved for distribution nor is like or similar to a product approved for distribution in the united states. The laboratory reagent and method were not provided. At 15:35 the troponin t result from meter serial number (B)(4) was 59 ng/l and was reported outside of the laboratory. At 16:00 the troponin t result from the laboratory was <30 ng/l. At 22:00 the troponin t result from meter serial number (B)(4) was 49 ng/l. On (B)(6) 2019 at 08:11 the troponin t result from the laboratory was <30 ng/l. On (B)(6) 2019 at 15:35 the troponin t result from meter serial number (B)(4) was 53 ng/l. The patient was admitted to the hospital. It was not clear if this was related to the results from the device. Clarification has been requested.

Manufacturer narrative:
Clarification whether the results from the instrument caused the admission of the patient to the hospital, or if the patient was already in the hospital could not be obtained. The requested device was not returned for investigation. The investigation was performed on retention materials. Relevant retention material roche cardiac poc troponin t of lot # 36695110 was measured on qualified cobas h232 with: three negative blood samples and one spiked blood sample (c=60 ng/l), in comparison with the master lot # 35101880, each blood sample n=three test strips with each lot. The mean of the measurements with relevant retention material # 36695110 on qualified cobas h232: first negative blood sample: <40 ng/l, second negative blood sample: <40 ng/l, third negative blood sample: <40 ng/l, spiked blood sample (c=60 ng/l): 54 ng/l. The mean of the measurements with master lot on qualified cobas h232: first negative blood sample: <40 ng/l, second negative blood sample: <40 ng/l, third negative blood sample: <40 ng/l, spiked blood sample (c=60 ng/l): 53 ng/l. The investigation results with relevant retention material and the qualified cobas h232 fulfilled the requirements.